Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the patient experienced asystole and convulsions when the newly implanted implantable pulse generator (ipg) was connected to the existing pacing lead. Issues with capture were observed. The right ventricular (rv) lead had been programmed to bipolar prior to the procedure. A second attempt was made to connect the ipg to the pacing lead and there was no pacing until the ipg was placed in the pocket (unipolar closure). The ipg was then controlled with a programmer where an alert of "pacing is not assured in bipolar" was displayed. It was noted that the ipg paced in unipolar. Approximately two days post procedure, the same alarm was displayed on the programmer. It was noted that when the right ventricular (rv) lead was programmed to bipolar and the ipg did not pace, and the patient presented with transient asystole until reprogramming was changed to unipolar again. The rv lead was explanted and replaced with a new rv lead. When connecting the ipg to the new rv lead, the patient presented with asystole again and the ipg was not programmed in bipolar but only in unipolar. An attempt was made to manually change the rv polarity on the ipg with the programmer, but the alert of "pacing is not assured in bipolar" was displayed again. Finally it is decided to change the ipg and no more problems were noted. No further patient complications have been reported as a result of this event.